Manufacturer narrative:
Concomitant medical products: 170002 - 170002 endostitch 2-0 blk 18cm sofsilk, lot#: j0c0664y; 173016 - 173016 endo stitch instrument, lot#: j2a1308ey. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic heller myotomy procedure, when surgeon was stitching during wrap of upper part of the stomach around the lower esophageal sphincter to strengthen it, the needle broke but was retrieved successfully to satisfaction of the surgeon with out performing an x-ray. A second device was used and the jaws would not open and it was difficult to toggle. Also the device was difficult to load and unload as the reload was stuck in jaws. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the blades of the instrument were bent. Functionally, the blades of the device were straightened. The device was loaded with a test needle and was applied to test media. The test needle remained intact throughout testing, but difficulty was experienced in toggling it. It was reported that the needle broke into separate pieces. The reported issue was confirmed. The most likely cause could not be established from the information available. The metal blades could have been bent during return shipping to the investigations laboratory as the device was not returned in appropriate blister package, return kit or with the metal blades retracted. Metal blades could also be bent during use where the device is subjected to excessive manipulation or a leveraging force. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.